Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead had high thresholds approximately ten days post- implant. During the revision procedure, it was noted that the patient had twiddler's syndrome and the leads were twisted eight times in the pocket. The rv and ra leads were repositioned. Approximately two weeks later, the patient presented to the emergency room with high thresholds and diaphragmatic stimulation. An x-ray confirmed that the device was rotated 180 degrees and the leads were severely pulled back. The leads were repositioned again with redundant suture sleeves. Approximately two weeks after the second repositioning, the rv lead had high thresholds and diaphragmatic stimulation again. The rv lead was repositioned for a third time. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.